Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR report: 1627487-2019-05604, reference MFR report: 1627487-2019-05605. It was reported that patient experienced lead migration. Reportedly, imaging studies verified that the leads were wrapped around the ipg. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report: 1627487-2019-05604. Reference MFR report: 1627487-2019-05605. Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the drg system was explanted and replaced with an scs system. Effective therapy was restored post operatively.